Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia and insulin pump had blank display. Customer also mentioned a low blood glucose. The customer blood glucose level was 610 mg/dl at the time of incident. The customer was offered to troubleshooting high blood glucose due to blank display on insulin pump. The customer blood glucose. Customer was treated with manual injection for high blood glucose. It was unknown if the insulin pump was on auto mode at the time of the incident. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted. Device received with pillowing keypad overlay and cracked select button keypad overlay.